Manufacturer narrative:
The device was received and evaluated. Investigation found no issues that would result in device failure to deliver insulin. The download data showed no signs that indicated device struggle to deliver insulin. Additionally, the distal tip of the formed needle was over exposed, and the linkage assembly was slight more separated than expected. Upon removal of the top housing, score marks were seen along the inside. This indicated that the linkage assembly made unintended contact with the top housing, thereby causing the needle not to retract fully. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 260 mg/dl while the pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied.